Manufacturer narrative:
(B)(4). The customer reported that the battery was completely depleted due to a power supply failure. The unit was evaluated locally by a philip's rep and the failure was verified. The unit passed all post-servicing testing and remains at the hosp site.

Event description:
The customer reported that the battery was completely depleted due to a power supply failure.